Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The tip detachment was confirmed. In this case, it may be possible that failing to retract the thumbslide prior to withdrawal caused the tip separation; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine the cause for the reported tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Reportedly, the tip of 6x60mm supera device broke off in the patient vessel. A snare was used to successfully remove it. No additional information was provided.